Event description:
It was reported that during a gastric bypass, on the first firing on the gastric pouch, the blade fired but staples did not. The surgeon was not firing over staples. Surgeon was able to place rows of staples and continue with the procedure. There was no reported pt consequence and one device is being returned.